Manufacturer narrative:
The device history review for the product visistat 35w 6/box, lot #73h1400373 investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staplers did not close the staples properly. The patient's condition was reported as fine.